Event description:
A malfunction was reported on the pump, but no notable events preceded the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction code reappeared.